Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the reason for the explant of the sapien 3 valve 1 year and 4 months post implant. To date, information regarding the patient (medical records and procedure op notes - implant and explant) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve 1 year and 4 months after implantation is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, a 23mm sapien 3 valve was explanted approximately 1 year and 4 months post implant. A surgical aortic valve was implanted. The reason for the sapien 3 valve explant is not known at this time.